Event description:
Information received from the field notes that the patient reported having pocket stimulation during transtelephonic monitor checks when the magnet was placed over the pacer. When the patient was seen in the office, the stimulation could not be reproduced and the patient had no further complaints.